Manufacturer narrative:
While the meter was confirmed to be a us meter reading in mg/dl, the records confirmed it was originally shipped by bayer to a us first consignee.

Event description:
(B)(6) customer purchased a contour next usb from the local store and found that it was set to mg/dl instead of mmol/l there was no allegation of an adverse event. The customer was asked to return the meter for investigation. A new meter was sent to him.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws; the phone# and address were not provided.